Event description:
The physician was unable to push the catheter through the adapter. There was a snap and a crease for formed. The physician was unable to feed instruments down the catheter. A second catheter was opened and broke in while the staff was attempting to feed it through the scope. A third catheter was opened and the procedure continued as planned. The broken instrument was not used with a patient.

Event description:
Clarification regarding the reported event: the second spin access catheter (sac) was opened and was utilized with no issues, until there was a decision to remove the sac from the bronchoscope which resulted in user inflicted damage (broken sac). This medwatch was submitted for the broken sac.

Manufacturer narrative:
This report is being supplemented to provide additional information that was not included in the initial medwatch report and to correct information provided in the initial report. Correction to b3 of the initial medwatch report: the event date was 11-mar-2021. Correction to b4 of the initial medwatch report: date of this report was 13-apr-2021. G3 of the initial medwatch report was blank: date received by manufacturer was 11-mar-2021. On further review, the lot number provided (85494200807) is for an ins-5905, not an ins-5915, which was confirmed by reviewing the customer's sales order history. Corrected product information in d1 and d4. The broken spin access catheter (sac) was not returned for evaluation. The details of the "break" were not provided; therefore, a root cause could not be determined. Veran will continue to monitor field performance for this device. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.